Event description:
This device was a component of a system implant that was reported to provide shock therapy. The implanted ICD could not be interrogated subsequent to the event. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was not able to be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.